Manufacturer narrative:
The returned device evaluation identified an error message user advisory 02 and user advisory 17. Visual evaluation observed a cracked bottom enclosure and bent battery latch. The autopulse platform is a reusable device and was manufactured in (B)(6) 2012; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform did not pass the initial functional testing due to ua 02 and ua 17, upon powering on the platform. The motor drive train was replaced to remedy the faults. The platform under went preventative maintenance and service repair to specifications.

Event description:
It was reported that during preventive maintenance, the autopulse platform (sn (B)(4)) was displaying error message user advisory 02 (compression tracking error) and ua 17 (max motor on time exceeded during active operation). No patient involvement reported.

Manufacturer narrative:
Correction: during preventive maintenance, the autopulse platform displayed user advisory (ua) 02 (compression tracking error) and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages. The defective load cell was replaced to remedy user advisory (ua) 02 error and motor drive train was replaced to remedy the user advisory (ua) 17 error. Visual inspection was performed and found cracked bottom enclosure and bent battery latch. Following the replacement of defective parts, the device was further tested and passed all testing criteria with no issues or faults observed. The autopulse platform is a reusable device as well as a serviceable device and was manufactured in (B)(6) 2012. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. The platform has exceeded its expected service life of 5 years.